Event description:
On 1/31/2023 it was reported by a sales representative via phone that an ar-9560-24-2 baseplate and an ar-9561-35s central screw had an issue. During a reverse total shoulder procedure on (B)(6) 2023, when the surgeon was inserting the baseplate with the screw inside the patient, the screw broke off the baseplate into the glenoid. Both devices were removed from the patient, and all fragments were retrieved. Another baseplate ar-9560-24-4 with lot number 15030027 and another screw ar-9561-30s with lot # 14977751 was used to complete the procedure successfully with no impact to the patient. Both devices are available for return.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that the six edges of the hex are damaged. Possible failure could be caused by excessive force or improper placement of the device. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.